Manufacturer narrative:
Amendment: amendment: the patient already had a leadless pacemaker implanted, no need for a defibrillator, therefore device and leads were explanted. This is no longer reportable, please disregard report number 2124215-2023-55678.

Event description:
It was reported that this lead was explanted due to unknown reasons. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was explanted due to unknown reasons. No additional adverse patient effects were reported.